Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 571 mg/dl. The ketones were mild. The patient reported being unsure if the cannula was properly seated and bent. For treatment, the patient was given fluids for dehydration, anti-nausea medication and pain medications. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 1 day.